Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed and root cause undetermined.

Event description:
It was reported that during use there was leakage past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the black stopper did not appear to be as thick in appearance, when injecting into infusion bag it caused the drug to leak through the plunger of the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use there was leakage past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the black stopper did not appear to be as thick in appearance, when injecting into infusion bag it caused the drug to leak through the plunger of the syringe.